Event description:
It was reported that the patient passed away on (B)(6) 2012. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received later reported that patient had metastatic lung cancer, a pre-existing condition that was worsened/ exacerbated. Death was not related to the device and or the implant procedure. Drugs delivered via the device were dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(6), serial# (B)(4), implanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).